Event description:
It was reported that the clinician tried to advance the spring wire guide (swg) through the plunger of the arrow raulerson syringe (ars), but met with resistance. He then tired to pull it back from the ars, but it had become stuck and could not be removed. As a result, a new set was opened and used without difficulty or complications to the pt.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.032" x 60cm swg and one arrow raulersen syringe (ars) for evaluation. Returned swg was unraveled with coils still inside plunger of ars. Swg was removed from syringe & examined microscopically. Core wire was separated adjacent to distal weld. Distal weld was missing from coils withdrawn from syringe. Coils were kinked & deformed with multiple dents & scrapes in swg. A 0.032" diameter swg from lab inventory was passed through syringe without difficulty. Instructions for use (arrow) describe suggested techniques to minimize the likelihood of swg damage during use. The device history records could not be reviewed because, the lot number was not reported by the customer. A review of sales history records showed this product was shipped through a distributor. We do not have direct access to the distributor's records to identify which product lots were sold to this individual hospital. The report complaint of swg difficulty was confirmed as a separation. Based upon the toolmarks and other characteristics observed on the distal coils, the potential cause was determined to be procedure/ pt's anatomy related. A CAPA has been initiated to address this issue.